Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump has a chip out of it near the threads of the battery compartment. The customer reported that this morning the battery cap fell off and the battery fell out. The customer's blood glucose was 5.1 mmol/l at the time of incident. The customer reported that the damage is probably due to over-tightening the battery cap. The insulin pump is not expected to return for analysis.